Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device was found to have reached end of life (eol) with a voltage of 2.65 v and a charge time of 38.4 seconds. No allegations have been against the device, however, it was suspected that this device did not meet longevity expectations due to the extended charge time. The device was implanted on june 4, 2003, and at the last follow-up in june 2006, the device was at 2.89 v with a charge time 13.6 seconds. The device was explanted and a new crt-d device was implanted. No adverse patient effects were reported.